Event description:
It was reported that during implant the left ventricular (lv) lead dislodged after removal of the delivery sheath. The lead was not used. The patient is enrolled in the product surveillance registry study. No patient complications have been reported as a result of this event.